Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical use cardiosave intra aortic balloon pump (iabp), the balloon catheter used was a product from another company (zemex 8fr short 35cc). Due to a flow limit alarm and the possibility of blood draw in, an attempt was made to remove the balloon catheter on suspicion of a balloon leak, but it could not be removed. Since manual removal of the balloon catheter was not possible, the balloon was removed by surgically incising the blood vessels. No harm or injury to the patient was reported.